Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 500 mg/dl. The customer does not report any symptoms. Customer's blood glucose value was 140 mg/dl at the time of the call. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer wants to replace pump since she has tried everything customer did not trouble shoot. The product was returned for analysis.

Manufacturer narrative:
The insulin pump was received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. The device had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and broken belt clip slot.